Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The device was filled with 45ml of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 6, 2017 ¿ july 8, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that the bladder had been ruptured. The ruptured bladder was microscopically inspected and no signs of abnormality were found that could cause the rupture. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.